Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was migrating. A pocket revision was performed to prevent potential erosion. There was no evidence of infection. The patient condition is stable.